Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a defective power supply and light intensity failure. The evaluation also found crack and damage to the front panel, rear panel and the top cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset visera elite ii video system center to the service center. Upon inspection and testing of the returned device, it was observed that the led light source and the power supply unit failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Event description:
The device evaluation also noted the fan speed was low.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5 - added additional reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the low fan speed and failed light intensity was due to a defective led unit. The specific root cause of the defective led unit could not be determined at this time. Olympus will continue to monitor field performance for this device.